Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022, a sample was collected from the patient into thomas scientific flocked nasal swab. The sample was run on the xpert xpress sars-cov-2/flu/rsv test, which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. This was reported to the physician. On (B)(6) 2021, a sample was collected from the patient into thomas scientific flocked nasal swab. The customer rapidly inverted 5x, then utilized the supplied transfer pipette to transfer contents into cartridge. The sample was run on the xpert xpress sars-cov-2/flu/rsv test, which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. This was reported to the physician. The customer ran the same second specimen that was ran on the xpert xpress on a biofire respitory panel where sars-cov-2 and human rhinovirus/enterovirus were detected. This was reported on (B)(6) 2022. The patient is symptomatic and there is no known death or deterioration in the state of health of the patient. The patient's previous results included being covid-19 positive (B)(6) 2020 on biofire and covid-19 negative (B)(6) 2021 on quest. This case involves a symptomatic patient who presented for care. The first swab collected and run on the xpert xpress sars-cov-2/flu/rsv test was negative. A second swab was collected and was also run on the xpert xpress sars-cov-2/flu/rsv test, which was also negative. The second swab was then tested by the biofire respiratory panel and was positive for sarscov2 and rhinovirus. The pcr data showed normal amplification of the internal control indicating no inhibition or interference. The sarscov2 channels showed no evidence of amplification. There is no evidence of product malfunction or interference. According to the customer, there was no impact to the patient. False negative: as per section 3 of the xpert xpress sars-cov-2/flu/rsv eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information. " device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022, a sample was collected from the patient into thomas scientific flocked nasal swab. The sample was run on the xpert xpress sars-cov-2/flu/rsv test, which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. This was reported to the physician. On (B)(6) 2021, a sample was collected from the patient into thomas scientific flocked nasal swab. The customer rapidly inverted 5x, then utilized the supplied transfer pipette to transfer contents into cartridge. The sample was run on the xpert xpress sars-cov-2/flu/rsv test, which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. This was reported to the physician. The customer ran the same second specimen that was ran on the xpert xpress on a biofire respitory panel where sars-cov-2 and human rhinovirus/enterovirus were detected. This was reported on (B)(6) 2022. The patient is symptomatic and there is no known death or deterioration in the state of health of the patient. The patient's previous results included being covid-19 positive (B)(6) 2020 on biofire and covid-19 negative (B)(6) 2021 on quest.